Event description:
This spontaneous report was received on (B)(6) 2012, from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, he noticed that the device broke in half. The consumer stated that he had used the device in the past and did not observe the breakage earlier. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, he noticed that the device broke in half. The consumer stated that he had used the device in the past and did not observe the breakage earlier. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from unspecified to 023711sg s1. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 023711sg s1 to 23711sg s1. A review of the trending data by product family and the complaint revealed no adverse trends. Device history review was acceptable. Based upon an acceptable product and manufacturing history review, lack of a lot number and sample and no adverse trends; a root cause could not be determined for this complaint. An increase in complaints was attributed to the increase in shipment quantity. Retain sample was evaluated and met specification. The defect observed in the returned complaint sample was not due to a manufacturing occurrence. No adverse trends had been noted with this product or lot. The break occurred due to high compression forces at the thinnest point on the handle which was verified during the validation of this product. The disposition of this complaint was undetermined. The return sample was received and sent back to the manufacturing site for evaluation. Monitoring of complaint trends would continue. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, he noticed that the device broke in half. The consumer stated that he had used the device in the past and did not observe the breakage earlier. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from unspecified to 023711sg s1. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.